Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced infections, erosion of the mesh products through her vaginal wall, dyspareunia, pelvic pain, urinary problems and constipation. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.